Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. Imaging window detachments are prone to occur in the lap joint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material (imaging window). These kinds of detachment are related to design characteristics of the device. Regarding the reported complaint, the device performed as intended during the analysis and no damage was encountered that could be related to the event. All compiled information on this investigation determines that the most probable cause is: no problem detected.

Event description:
Reportable based on device analysis completed on 04mar2024. It was reported that visualization issues occurred. The 90% stenosed, 16 mm x 2.7 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the imaging window was detached near the lap joint section.